Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right titanium cup was removed due to patient pain, cup had "halo," and no ingrowth. "Halo" refers to a situation where x-rays appear to show a failure of osseointegration around the implant. The stem was not revised. Patient was revised to a competitor shell, screws, and liner with a stryker femoral head and the existing stryker stem.